Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. Prior to surgery, the right ventricular lead was tested to reveal a presence of high impedance, >2000 ohms, and high capture thresholds. A fluoroscopic evaluation was completed to reveal no externalized conductors were present. The lead was capped and replaced on (B)(6) 2020. The patient was stable.